Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable ise indirect na for gen.2 result for 1 patient tested on a cobas 6000 c (501) module. The initial sodium result 160 mmol/l with a repeat result of 140 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot information was requested but was not provided. The customer found that the sipper tubing that had been replaced was misaligned. The customer fixed the alignment of the tubing. Ise check testing and precision testing was performed with acceptable results. Based on the information provided the cause of the event could not be determined. The investigation did not identify a product problem.